Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced that the sensors won't stay in abdomen for too long because glucose is spiking up and also reported the infusion set caused blood glucose to spike when in body for too long and had high blood glucose event which was treated with insulin on (B)(6) 2026.